Event description:
On (B)(6) 2012, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler) or restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included high blood pressure, allergies to intravenous contrast, demerol (meperidine), and phenergan (promethazine), and no previous injection of restylane. The pt's skin type was reported as "(B)(6)." Concomitant medications included micardis (telmisartan) (also reported as "blood pressure medication") at 40 mg twice daily. The pt received an injection of restylane or restylane-l on (B)(6) 2011, using a 1 ml syringe (reported as "the syringe came in a purple and white box); 1 ml was injected around the mouth, and later the same day, 1 ml was injected between the eyebrows. Pre-procedure medications included one alcohol wipe over the area; no "numbing medication" was used. Additional procedures performed at the time of implantation were not reported. On (B)(6) 2012, after the implantation, the pt first became concerned with the injection site between her eyebrows because the area was still hard and red after 10 days. On (B)(6) 2012, a quarter-sized area that was red and warm to the touch developed at the injection site. The area continued to grow, and on the morning of (B)(6) 2012, when the pt woke up, her right eye was "swollen closed" and the swelling went down her cheek. The pt went to the emergency room (ER) and was diagnosed with cellulitis. The pt was given a 10 day supply of keflex (cephalexin) and bactrim (sulfamethoxazole and trimethoprim) and was to f/u with the injecting physician. On (B)(6) 2012, the pt went to see the injecting physician, who instructed her to continue to take the antibiotics and "not to worry about it." As of (B)(6) 2012, the pt was on her last day of antibiotics; however, the symptoms had not resolved, as the area above the right eyebrow was still hard, red, and swollen. No testing was reported and no additional info was provided. On (B)(6) 2012, additional info was received from the injecting physician via fax. The product was clarified to be restylane-l. The pt's date of birth, height, weight, and medical history were confirmed as previously reported. The pt's skin type was reported as fitzpatrick ii to iii. Concomitant medications included micardis (telmisartan), norvasc (amlodipine besylate), lipitor (atorvastatin calcium), lasix (furosemide), enablex (darifenacin), hyoscyamine, aspirin (acetylsalicylic acid), labetalol, minoxidil, potassium chloride (reported as "kc1"), clonidine, and xanax (alprazolam). The pt received a 2 ml total injection of restylane-l on (B)(6) 2011 using 1 cc syringes; 1 cc was injected to the marionette lines (also reported as "around the mouth" and received "on the same day at an earlier time") and 1 cc was injected to the glabellar lines. Pre-procedure medications were confirmed as previously reported. On or about (B)(6) 2012, the pt first reported the events to the injecting physician. On (B)(6) 2012, the injecting physician first saw the problem; the initial diagnosis of cellulitis was confirmed and the pt was also diagnosed with an abscess. The pt was treated with keflex and bactrim for 10 days, and on (B)(6) 2012, the pt underwent incision and drainage of the abscess. On an unk date, a culture was obtained from an unspecified source and was positive for staphylococcus epidermis. On (B)(6) 2012, the injecting physician saw the pt and noted marked improvement. No hospitalization was required and no additional info was reported. The injecting physician considered the causality of the events to most likely be related to treatment. The injecting physician assessed the severity of the events as moderate, due to abscess formation. The lot number and exp date of the restylane-l were reported as 11120-1 and mar-2013, respectively.